Manufacturer narrative:
The stent remains implanted in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hypotension, altered mental status. Time of symptoms/ae: during the procedure and one day after the procedure. It was reported that during a revascularization stenting procedure of the right internal carotid artery, after stent placement, the patient became hypotensive. The patient was treated with unspecified inotropes and/or vasopressors. The hypotension resolved within three days. Additionally, one day after the procedure the patient exhibited altered mental status, which was thought to be due to sedation medications. All sedation medications were stopped, resolving the symptoms. The patient was discharged to home after a prolonged hospitalization. Though requested, no additional information was available. Study event.